Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to low battery voltage. The low battery voltage was due to multiple hv charges; the device was tested on the bench, and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi due to large number of shocks in a short period of time. The device was explanted and replaced. The patient was in stable condition.